Event description:
As reported by the edwards lifesciences affiliate in canada, edwards received notification of a gen 1a2 52 mm evoque valve where on post-operative day (pod) 7, the patient experienced conduction disturbance and a permanent pacemaker (ppm) was implanted the following day (pod 8) into the right ventricle (rv). Patient was in stable conditions.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.